Event description:
It was reported that customer pump did not detect cartridge during use, and no blood glucose information was provided. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.